Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was reading inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call from medical surveillance (ms). The patient claimed that on (B)(6) 2014, she obtained results of 195mg/dl and 213mg/dl on the subject meter which she felt was inaccurately high in comparison to results of 161mg/dl and 171mg/dl obtained on an unknown meter. The two tests were reportedly performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes by self-adjusting her insulin doses of humalog mix 25 and lantus and increased her lantus dose in response to the alleged issue. The patient detailed that an unknown time after the alleged issue she developed symptoms of ¿confusion¿ which she associated with hypoglycemia and self-treated by drinking fruit juice. During troubleshooting the cca noted that the patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria of a serious injury, nor did she receive medical intervention from a healthcare professional. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.